Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed oversensed noise with pacing inhibition that occurred during an unrelated procedure, however there was no asystole. Additionally, low p-wave amplitudes as low as 0.2 mv were observed. This pacemaker system remains in service. No adverse patient effects were reported.